Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis revealed no anomalies were found. The returned device indicated a damaged grommet, a loose/detached set screw, and the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, physician tried to connect the atrial lead to the implantable cardioverter defibrillator (ICD)&#2050;ut the atrial screw seemed to be already screwed in. Physician attempted to unscrew atrial lead with four different wrenches without results. Subsequently, the ICD was removed and replaced with another ICD. No patient complications have been reported as a result of this event.